Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified bd pen needle was difficult to operate during use. The following information was provided by the initial reporter: verbatim: "it was reported that there was a problem with mini pen needles. "

Event description:
It was reported that an unspecified bd pen needle was difficult to operate during use. The following information was provided by the initial reporter: "it was reported that there was a problem with mini pen needles. "

Manufacturer narrative:
H.6 investigation summary : no samples (including photos) were returned as of 5 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. Based on the above, no additional investigation and no CAPA is required at this time.